Event description:
It was reported by the aci sales associate that a (B)(6) female pt underwent an interventional coronary procedure on (B)(6) 2012. Peri-procedure, the pt was anticoagulated with 3500 units of heparin. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. The tech reported that the physician advanced the advancer tube too far, and a hematoma approx 6-7 cm in size was noticed post procedure in the ccu. Manual compression was applied for approx 30 minutes. The manual compression caused the pt to have a vasovagal (hypotension) reaction. The pt was given 3 bolus of atropine (dosage unk) and 700 cc of IV saline. The hematoma was resolved with no further complications. No other info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1208002) indicated that the mynx lot met all established performance criteria prior to shipment.